Manufacturer narrative:
An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical initiated a recall on 06/04/2010 to address this problem. No patient deaths or injuries have been reported as a result of this condition.

Event description:
It was reported that the delta monitor automatically discharged a patient even though there was no one around the monitor during that time. There was no patient injury reported. (B)(4).